Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 2.00mm x 20mm maverick balloon catheter was advanced to predilate the lesion. However, the device failed to cross due to calcification and during inflation at 12 atmospheres for 5 seconds, the balloon ruptured in the mid lcx. The device was completely removed and the procedure was completed with a 2.0x20mm non- bsc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 2.00mm x 20mm maverick balloon catheter was advanced to predilate the lesion. However, the device failed to cross due to calcification and during inflation at 12 atmospheres for 5 seconds, the balloon ruptured in the mid lcx. The device was completely removed and the procedure was completed with a 2.0x20mm non- bsc balloon catheter. No patient complications were reported. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed the tip is damaged and there is blood in the inflation lumen. There is a longitudinal tear 4mm from the tip and goes the whole length of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.